Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient's left hip was revised due to pain and dislocation. Surgeon noticed corrosion on the trunion of the accolade stem as well as on the lfit 36 +0 head. Head and liner were revised.